Manufacturer narrative:
Product code (d2b) - additional product code qon, UDI for concomitant product, tined lead: (01)10810005340141, premarket / 510(k) # (g4) - additional premarket/510(k) p190006, the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient experienced increased urinary symptoms and was evaluated multiple times. Initial urine testing was normal, and the device was turned off for two weeks as part of troubleshooting. Symptoms worsened while the device was turned off and improved after it was turned back on. A cystoscopy was unremarkable, but a later urine test was abnormal, and the patient was treated with antibiotics for a urinary tract infection (uti). Symptoms persisted, and gemtesa was later prescribed. The patient reported improvement with the new medication. No further complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon, UDI for concomitant product, tined lead: (B)(4), premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced increased urinary symptoms and was evaluated multiple times. Initial urine testing was normal, and the device was turned off for two weeks as part of troubleshooting. The patient's symptoms worsened while the device was turned off and improved after it was turned back on. A cystoscopy was unremarkable, but a later urine test was abnormal, and the patient was treated with antibiotics for a urinary tract infection (uti). The symptoms persisted, and gemtesa was later prescribed. The patient reported improvement with the new medication. No further complications were reported.